Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and the displacement accuracy test. Hardware low level failure alarmed during self-test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Event description:
Customer reported via phone call that the insulin pump had crack next to where the reservoir fits. Customer¿s blood glucose level was 60 mg/dl at the time of incident. Customer stated that there was no damage to reservoir lip ring. Customer stated that the insulin delivery was not suspended. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.